Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with cracked case at battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from his insulin pump. The customer's blood glucose level was unknown. Customer states he is on medication that does elevate his blood glucose but he stated this morning that he was at wal-mart and he was sweating and did not feel well. He stated that he checked his blood glucose and it would not register because it was too high and he couldn't bolus due to no delivery alarm. The customer stated that he had the insulin pump for several months now, and he stated that he had a constant issue of no delivery alarms. The customer had called in multiple times to troubleshoot. The customer was advised that the pump will need to be replaced.